Manufacturer narrative:
One cadd® administration set was returned for analysis in a used condition. The tubing was partially filled dried medication as well as delamination was found in the bonding between the pump tubes upon visual exam. Functional testing performed by infusing water through the assembly and connecting into a cadd solis pump in order to reproduce the failure; noting micro air bubbles on the line and leakage from the bonding where delamination was detected. Relevant documents were reviewed and deemed adequate. Manufacturing process and operations were reviewed finding no discrepancies. Prior to packaging, a sample of 32 units was taken in order to perform a visual inspection to verify for any damages, workmanship defect and solvent bonds; finding no discrepancies. Accuracy testing on four samples were tested using a balance melted toledo; passing testing. Based on the evidence, the root cause is that the delamination caused the air infiltrate.

Manufacturer narrative:
It was reported that the event occurred some time between (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that before changing the perfusion bag, air bubbles were present in the tubing of a cadd® administration set. The fault was noticed when the pump alarmed and displayed the message: "air bubbles in tube". The tubing was purged, but the bubbles then appeared in the cassette. No injury was reported.